Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. During lens insertion, the capsular bag tore and there was vitreous fluid loss. The pt was referred to a specialist for a vitrectomy. The pt's prognosis is good. Reference MDR #2031924-2010-00081.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).